Event description:
Healthcare professional reported a xen®45 gts "device migrated to the subconjunctival space" after implantation in unknown eye.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "device migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.